Event description:
Per the independent repair center, the customer alleged problem is the unit will not start. The key failure is the valve is other/ defective. As stated on the repair statement additional malfunctions on this device: alarms and shuts down.